Manufacturer narrative:
(B)(4). The customer reported the device is being retained at the site. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that using an unspecified artery access approach during a procedure the ht intermediate guide wire was positioned in the anatomy and a balloon dilatation catheter (bdc) was being advanced on the guide wire when resistance was met. The bdc was blocked and could not advance further. Both the bdc and the guide wire were removed from the anatomy. Outside the anatomy it was noted that the guide wire had a step/ball of material on the distal shaft. A different same size guide wire was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported complaint related to difficulty in movement with the catheter and wire, with the presence of masses on the surface of core of the ht intermediate guide wire was investigated and it was determined that the masses were clear droplets of hydrocoat primer solution used during the manufacturing process. A review of the lot history record (lhr) for the reported lot revealed no nonconforming material records (ncmrs), indicating all lot release testing met specifications. A query of the complaint-handling database indicated there were no similar incidents reported from this lot for this deficiency. The cause of the masses was related to manufacturing. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions to address this issue were put in place to correct the situation. The performance of these guide wires will continue to be monitored.